Manufacturer narrative:
Additional information provided. The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. One haptic is bent against a post and is broken in the gusset area. The broken haptic portion was returned. The optic edge is nicked/chipped, gouged. This damage may have been interpreted as the reported complaint of broken optic. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was damaged during loading. Patient impact is unknown. Additional information was requested.